Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead (B)(6) 2012; d334drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.